Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10, h6. Investigation summary: no devices were returned. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Addendum added (B)(6)2019. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Investigation methods: was patient affected: no. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: yes. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A complaint search identified previous complaints received however no device was returned hence the failure mode cannot be confirmed. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). Addendum added (B)(6)2019. Examination of the returned instrument confirmed the complaint. A previous investigation for this failure was conducted by metallurgy and found the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The fracture features were consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. A previous investigation for this failure was conducted by metallurgy. The information below is the findings from the metallurgy testing. Seven pinnacle straight impactors (p/n 221750041) were evaluated. The instruments fractured through the pinnacle impactor end cap (p/n 221750018). Three end caps were selected for evaluation using stereomicroscopy and scanning electron microscopy. Sem evaluation of each of the end caps revealed fatigue striations on the outer diameter indicative of rotating bending fatigue type loading, a wide mixed mode region of cleavage and ductile dimples, and a shear lip consisting of ductile and shear dimples on the inner diameter of the cannulated parts. The fracture features are consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. No material or anomalies were observed. The hardness testing confirmed the material met the engineering drawing specification. In summary, the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. Commercialized product development is aware of this failure. Complaints will be monitored under post market surveillance (B)(4). Device history lot : null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no devices were returned. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
221750041. Lot (01) (B)(4). (10)so2027833. The rotating end cap for cup positioning has broken away.